Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt's ins would not r echarge this morning and they got a message that said it could not find device. Pt could normally feel the stimulation if they moved a certain way but the pt did not feel the ins stimulating. Pt mentioned sometimes if they did not have the recharger relay box to the antenna it will throw an error saying to position, pt did not remember the error and they could not remember when that issue started. Pt had not got any funny errors with number for it will say controller not close enough. During call pt verified no damage to the recharger or to the controller charging port. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. Pt will monitor ins charging and call back if issues persisted.